Manufacturer narrative:
H11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A functional accuracy testing was performed and met specifications; the reported 'infusion error' could not be reproduced during testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an "infusion error" during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.